Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) indicated for degen disc disease/herniated disc pain. It was reported that the patient was having a revision of some sort because they were not getting enough stimulation in the lower extremities. The reported thought the hcp would decide what type of revision to do during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.